Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection and the customer's malfunction was not confirmed. Based on the results of the investigation, it¿s likely that the reported issue occurred due to a faulty charged coupled device. However, the specific root cause of the faulty charged coupled device cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope at the beginning of the operation, the image turned green within approximately 2 minutes. The user quickly replaced with another similar device and continued with the operation. There was no significant prolongation of the operation, and the patient was not in danger. There were no reports of patient harm.